Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the product name was sb-0535ic. The lot number was 13k with supplementary information number of "03". The tissue pad was worn out and part of it was peeling off. The tissue pad was worn out, but the "tissue pad was removed" was not confirmed. A blue foreign substance was sent to omsc. Omsc have confirmed that no blue parts or materials were used in the manufacturing process. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] appearance. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the tissue pad was removed. The timing of the event is unknown, and it is unknown whether it is during the case or whether the removed tissue pad has fallen into the patient's body. It seems that no error has occurred. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue par was worn out. Also, partial peeling and tearing were observed. The tissue pad was worn out. However, the reported phenomenon "detachment of the tissue pad" could not be confirmed. A blue foreign material (approximately 7 mm) was sent back. It was confirmed that no blue parts or materials used in the manufacturing process that could be considered as a foreign material. Investigation was carried out by connecting an aomori olympus usg-400, td-sb400 and the returned device. The probe check was conducted, and result indicated no abnormalities. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Grasping section was closed without grasping anything between the grasping section and the distal end of the probe while ultrasonic output was activated. (This includes after tissue resection) this might have caused the tissue pad to wear out and peel off partially. The above device handling has warned in the instruction manual. <about blue foreign materials> blue parts are not used in this product and this manufacturing process. Therefore, it is determined that the blue foreign material is not originated from this product. Based on the condition of the subject device and the investigation results in the past, it is possible that the probe with elevated temperature outside the patient's body might have contacted with a cloth. This might have caused the cloth to melt and come into contact with the probe. As a result, the blue foreign material was dropped.